Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 600 mg/dl. Reportedly, the customer had recently had surgery and indicated that bg could have been impacted; however, also alleged that the pump may have caused the issue. Subsequently, the customer was hospitalized. Customer was treated with intravenous insulin. Reportedly, the customer experienced kidney failure as a result of bg level. The customer was released on (B)(6) 2019 with no reported permanent damage.